Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during initial drain. The hp stated that he noticed that when he started the initial drain, he had forgotten to open the patient line clamp and quickly opened it. The baxter technical services representative (tsr) explained that the hc detected the air as the patient line had not been able to prime to the top. The tsr had the hp close all of the clamps, cycle the power to receive a system error 2367, and then again to clear the alarm. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the registered nurse (rn) on (B)(4) 2012. The rn stated that the hp had contacted her about the event. The rn stated that he was fairly new to the hc. She had discussed the user error and proper procedure with the hp, and he has been going well since. There were no adverse effects reported in relation to this event and the patient was continuing therapy on the hc. Bps spoke with the hp on (B)(6) 2012. He stated that the air in the line was caused by user error alone and made no allegations against any of baxter's products. He stated that the air in the line was due to the incomplete prime caused by him not opening the patient line clamp. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.